Manufacturer narrative:
(B)(4). Although requested, the devices or device logs have not been received. A follow up report will be submitted with investigation results should the devices or logs be received for evaluation.

Manufacturer narrative:
Manufacturer's report date: 07/28/2015. The customer's report that a fentanyl secondary infusion completed sooner than expected was not confirmed. The returned pump module and disposable set were inspected; the upper hinge on the membrane frame assembly that houses the upper platen post was cracked. Log analysis of the associated pcu showed a primary ( not a secondary) infusion of fentanyl 5000 mcg/250 ml with a dose of 4 mcg/kg/hr, calculated rate 14 ml/hr with a vtbi of 150 ml was started on (B)(6) 2015 at 04:30 am. Based upon the programming parameters, the calculated duration was 10 hours and 43 minutes. The infusion ran for 1 hour and 17 minutes before it terminated. The vi was recorded as 30.912 ml. The cause of the early termination of the infusion and the starting and ending bag volumes could not be ascertained from the event logs. Rate accuracy testing was performed on the pump module; the device infused within specification. The root cause for the report of the infusion completing sooner than expected was not identified.

Event description:
The customer reported an over infusion of fentanyl. Reported a secondary infusion of fentanyl 5000 mcg/250 ml (20 mcg/ml) was started at 14 ml/hr. At 0650, the user found the bag of fentanyl empty and the pump module still infusing at 14 ml/hr and no pump alarms occurred. There was no report of any patient harm. Although requested no additional event information provided.